Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection. It was also noted that five months later the patient underwent surgical intervention to replace the system. No additional adverse patient effects were reported. There was no indication of product return.

Manufacturer narrative:
This correctional report was filled to update the b5 and g3 fields. At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.